Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), adhesion ("adhesion"), cyst ("cyst") and anaemia ("anemia") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (bilateral salpingectomy's, hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, adhesion, cyst, uterine leiomyoma and anaemia outcome was unknown. The reporter considered adhesion, anaemia, cyst, dysmenorrhoea, menorrhagia, pelvic pain and uterine leiomyoma to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), adhesion ("adhesion"), cyst ("cyst") and anaemia ("anemia") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (bilateral salpingectomy, hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, adhesion, cyst, uterine leiomyoma and anaemia outcome was unknown. The reporter considered adhesion, anaemia, cyst, dysmenorrhoea, menorrhagia, pelvic pain and uterine leiomyoma to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-aug-2020: pif received: case upgraded to serious incident, previously reported event "injury nos" updated to "pelvic pain female", dysmenorrhea, menorrhagia, adhesion, cyst, fibroids, anemia added, removal details added, indication added, patient's demographics updated and patient dob added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.